Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a no disposable clamp tubing alarm. Troubleshooting was performed and the pump continued to alarm. Rate 2.2 ml/hour, given 13.35 ml, reservoir volume at 86.7. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
Device was not returned for root cause analysis. No event history log provided. No previous repair was noted for the last 12 months. A complaint investigation /product evaluation and problem confirmation could not be performed. Based on review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation.